Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has experienced high blood glucose and she received a no delivery alarm. Blood glucose level is 313 mg/dl. During troubleshoot; customer was instructed to disconnect and reconnected the reservoir and infusion set. Customer pushed manually the plunger and stated the insulin did not exit the tubing. Customer stated, she had another infusion set for testing. Customer connected new infusion set with current reservoir and pushed plunger again; insulin did not exit the tubing. Customer then replaced the reservoir and performed manual prime. Customer stated that the insulin pump did not alarm no delivery. The reservoir was disposed and could not be returned. Nothing further reported.